Manufacturer narrative:
No patient information was provided by complainant. Age and weight are best estimated. No information on outcome provided. Date of event is unknown. Complaint was reported to (B)(6) in november 2018. However, (B)(6) reported this event to eit by april 18, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Eit received a defective implant inserter. The inner shaft broke on the tip.

Manufacturer narrative:
A1-a6: no patient information was provided by complainant. Age and weight are best estimated. B2: no information on outcome provided b3: date of event is unknown. Complaint was reported to paradigm spine gmbh in november 2018. However, paradigm spine reported this event to eit by april 18, 2019. Eit emerging implant technologies gmbh (eit) is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which eit has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, eit or its employees that the report constitutes an admission that the device, eit, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Eit received a defective impalnt inserter. The inner shaft broke on the tip. Visual inspection confirmed the broken t-part of the inner pin and the missing knob. Visual inspection also showed deformation on the holding fixture for the tlif implant of the outer tube of the inserter and a broken laser welding between the tube and the inserter handle ring. Visual inspection also showed that there was no wear or deformation on the feather key and the thread of the inner pin. After consultation with the r&d department it is assumed that the surgeon had difficulties to disassemble the inserter from the implant after implantation, as the shape of breakage of the t-part on the inner pin of the inserter (see figure 3) indicates breakage by bending. The broken laser welding on the inserter handle (figure 2) indicates excessive usage of a hammer to remove the inserter from the implant. The point of break on the tip of the inner pin indicates breakage by excessive bending and the deformation on the holding fixture for the implant on the tube also indicates excessive movement of the inserter in several directions. The complainant was contacted several times without getting any feedback till july 15, 2019. Therefore, the investigation could not be finished due to missing information about the course of events and the complaint is closed.